Manufacturer narrative:
Consumer unwilling to return the unit.

Event description:
Consumer alleges that his humidifier caught on fire. As a precaution, his daughter was taken to see a doctor and she checked out fine.